Event description:
It was reported by the customer, from the intensive care unit, that it was impossible to withdraw the spring wire guide (swg). The entire device was withdrawn by performing a large incision. As a result, another new kit was opened and a new insertion site was performed. Further details are being pursued.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.